Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a guide separation include, but are not limited to, challenging anatomy, high angle of insertion, excessive downward force, or aggressive downward or torsional pressure by user. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date: d4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a closure using a proglide device relative to an unspecified procedure. Reportedly, the black elbow broke from metal proximal guide. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.